Event description:
It was reported that during a procedure, the fiber broke and burned the physician. This occurred with a second fiber also. The procedure was completed using an alternative device. There were no patient complications. Fiber 1 of 2.

Manufacturer narrative:
B1 adverse event/product problem: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the fiber broke and burned the physician. This occurred with a second fiber also. The procedure was completed using an alternative device. There were no patient complications. Fiber 1 of 2.